Event description:
On (B)(6) 2011 customer reported that there was a leak on the right hand side of the act 5 diff instrument. Customer stated instrument was experiencing "results cannot be saved" error messages while running quality controls after a preventive maintenance was performed. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed that a tubing from the probe wipe was not long enough and would come loose. Fse suspects that it had been trimmed when the preventive maintenance was performed. Fse replaced tubing and performed startup, reproducibility and controls which all produced expected results within range. Instrument did not produce any additional error messages. There was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).